Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed continuity resistance test and sensor failed specifications. Unable to confirm insertion/needle complaint due to customer did not return needles.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 132 mg/dl while the sensor glucose reading was 70 mg/dl and 64 mg/dl. The customer received a threshold alert. The customer was unable to upload to carelink. The customer was advised to not calibrate on sensor alert. The customer also had alarms went off when she had low readings. The customer also had blood glucose over 100 mg/dl and sensor glucose of 50 something mg/dl. The customer was advised to monitor. The customer was advised to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed continuity resistance test and sensor failed specifications. Unable to confirm insertion/needle complaint due to customer did not return needles.